Event description:
It was reported that pt complains of pain since her surgery. She is scheduled for an MRI next week. Her blood test results and x-rays are pending.

Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate modular neck 34mm v40, cat #nls-340000b, lot #34293302; trident 0 deg x3 insert 32mm head, cat #623-00-32d, lot# mjpnlm; trident hemispherical cluster hole shell, cat #502-11-50d, lot# 34139402; 32mm -4 lfit v40 head, cat #6260-9-032, lot #33695401; 6.5 cancellous bone screw 25mm, cat #2030-6525-1, lot #mjm7ny. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.